Event description:
Rptr has recently received a shipment of adsorbed tetanous toxoid, at a cost of $31.05. It came shipped in an appropriate shipping container with a time and temperature tag. The time and temperature tag is obviously defective. Rptr left the time/temperature tag sitting out at room temperature in his office for 48 hrs after he received the shipment, and there has been no color change. This raises serious questions regarding the quality of the shipment and the quality of the tetanous toxoid.